Event description:
It was reported that the operating room staff discovered while opening the product that the inner packaging was partially removed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.